Event description:
It was reported that the deep brain stimulation (dbs) patient experienced migration of the implantable pulse generator (ipg) wherein the ipg moved in the breast tissue and flipped on its side while sleeping. The patient underwent a revision procedure where the ipg pocket site was tightened by pulling the sutures closer together with additional sutures.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.